Event description:
As reported, approximately 8 years post the initial left total knee arthroplasty, the patient presented back to the surgeon's office with concerns of a recalled implant, along with pain, instability, and dissatisfaction. The insert was revised to a new insert. Posterior aspects of the polyethylene was broken in pieces, and the pieces of polyethylene were removed. The knee joint was irrigated well. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 4601034, 02-010-03-0225 - logic cr femoral cem, left sz 2.5. 4664685, 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t. 4753149, 200-02-29 - three peg patella 29mm.

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear and instability, which ultimately led to device fracture. Possible causes for polyethylene wear include high contact stresses during knee flexion, third body wear, instability, or due to the inclusion of the polyethylene in the packaging recall. The instability may have occurred because of the posterior articulation of the femoral component on the insert, or the posterior wear may have resulted in instability. However, the series of events cannot be confirmed as the devices were not available for evaluation.